Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a coronary artery bypass graft, during the joining or combining of the bones, the needle broke from the point of junction under the force of attraction from the physician. This rupture or fraction was experienced 3 times in the case just with force. The fourth device, from the same lot, was opened to complete the procedure. There was no patient injury.